Event description:
It was reported that impedances were measured to be high between 4000 and 6000 ohms. It was noted that 0-3 was 4000-6000 and ¿c¿ was >10,000 ohms. It was further noted that impedance testing and reprogramming was done. It was noted the lead, extension, and implantable neurostimulator (ins) were explanted. It was further noted the patient had right facial pain. The reporter stated the patient¿s ins was implanted for right facial pain. The reporter further stated the patient received pain relief for many years, but most recently they lost pain relief. It was noted that after the complete explant and re-implant, the impedances were between 400-700 ohms and the patient felt relief of their right facial pain. The reporter stated that additional leads and extensions were used. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant meidcal products: product ID: 3587a, lot# lb3194, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), implanted:(B)(6) 2003, product type: programmer, patient. Product ID: neu_wrench_acc, product type: accessory. Analysis of the extension found that the extension body conductor was broken within 10 cm of the connector area. It was noted that the #1 and #2 conductor wires were broken .2 cm from the proximal end. Analysis of the implantable neurostimulator (ins) found insignificant anomalies. It was noted that the ins was functionally okay. Analysis of the lead found no anomaly. Analysis of the wrench found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# lb3194, implanted: (B)(6) 2003, product type: lead. Product ID: 748925, lo# serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.